Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system while changing her infusion set. The patient's blood glucose at the time of incident was 90 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The drive support cap was protruded. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will not be replaced since the patient already received a new pump; no products were shipped or returned.